Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 device analysis: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample revealed that ten packets that pertain to product code pdp990g were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. H3 analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one empty opened foil, one empty folder and one strand in two sections that pertains to the product code pdp990g. During the visual inspection of the sample, the swage and attachment area was noted to be as expected. The suture was examined, and the extremes it was noted cut. In addition, the folder was visually inspected, and no anomalies or damages were observed during the evaluation. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent a colectomy procedure on (B)(6) 2023 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.